Event description:
It was reported that the patient had syncope three times. The lead threshold had risen and the physician decided that this was an exit block and the lead needed to be replaced. During the replacement procedure, the screw could not be tightened correctly, so the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a damaged grommet and a loose/detached set screw. (B)(4).